Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and had fallen apart. The set screw was missing and the t-handle showed marks of inadequate use. The reason for loosening of the set screw could not be determined. It is possible that it fell out due to often and hence inadequate use. The manufacturing records showed that the set screw was correctly locked with adhesive at the time of manufacturing. This complaint is deemed indeterminate from a manufacturing standpoint. A product development evaluation was also performed. All of the measurable dimensions fell within the allowable tolerances. Since the set screw was not returned for evaluation, it could not be inspected and evaluated. It is unlikely the device design contributed to the device failure in this case. It should also be noted that the most recent version of the drawing for this part specifically calls out the securing of the set screw. This case is invalid from a design standpoint due to the drawing calling out for the set screw to be secured.

Event description:
It was reported that during a nailing procedure, the set screw in the end of the t-handle from the flexible reamer set came loose and fell out. The set screw did not fall into the patient. The surgeon used another device to complete the procedure with no adverse effect to the patient. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.